Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported by the sales rep that 4 sets of forceps have been broken and are in need of repair

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Four pairs of forceps were returned for evaluation. Of those, only two were codman products. One of the two codman products was confirmed to have inadequate performance of the irrigation channel. The second codman product showed cracks at the connector from multiple sterilization cycles. A review of manufacturing records was not possible, as not lot number information was provided. Based on the investigation, it appears that the devices were subject to wear from normal use. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. As it was not possible to identify the individually returned products, the evaluation results are being included in each report. Refer to mdrs 1226348-2018-10173, 1226348-2018-10174, and 1226348-2018-10175 for information regarding the other three devices in this reported event.